Event description:
The sales rep reported that the surgeon removed the chpv valve and flushed the valve to see if there was debris occluding the valve. First he flushed the valve slowly, then he flushed the valve with more flow pressure and a piece of the valve came off, which appears to be the bottom round portion of the reservoir.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the base of the need chamber has detached from the valve. When inspected it was found that no defect was found with the base of the needle chamber. Therefore it might be possible that the force of pressure used when flushing the device has caused the needle chamber to expand causing the condition reported by the customer or it might also be possible that the device sustained some form of impact. This however could not be confirmed. Upon further investigation it was also found that the stator was dislodged, and the valve casing was distorted. Additionally the cam mechanism was damaged. It might be possible that the device sustained some form of impact causing the condition of the device. This again could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time his complaint is closed.